Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2019, the patient underwent removal of osteosynthesis material, with graft taking as well as osteosynthesis of the femur due to broken nail and pseudoarthrosis of the right femur. A universal femoral nail was removed, along with a 38mm locking bolt, a 40mm locking bolt, and a 42mm locking bolt. The universal femoral nail was broken above the fracture site during the procedure, so that it could be extracted completely. There are three (3) pieces of nails left. Initially, the patient underwent open reduction and osteosynthesis fracture (orif) of the right femur on (B)(6) 2013, with a universal femoral nail, two (2) locking bolts, and two (2) proximal locking bolts. Procedure outcome and patient status are unknown. This report is for a 10mm universal femoral nail 380mm. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Lot provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record part: 274.020. Lot: 7771094. Manufacturing site: bettlach. Release to warehouse date: 10 february 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate 14451 was reviewed and the used material (316l stainless steel) was according to specification for implants intended for surgery. The device was received, it was reported on march 9, 2019, the patient underwent removal of osteosynthesis material, with graft taking and osteosynthesis of the femur due to rx broken nail and pseudoarthrosis of the right femur. Initially, the patient underwent open reduction and osteosynthesis fracture of right femur on july 11, 2013, with universal femoral nail, two (2) locking bolts, and two (2) proximal locking bolts, curettage right femur and washing. The universal femoral nail was removed along with 38mm locking bolt, 40mm locking bolt, and 42mm locking bolt. The universal femoral nail was broken above the fracture site but in surgery, so that it could be extracted completely. There are three (3) pieces of nails left. It was unknown if there was a surgical delay. Procedure outcome and patient status are unknown. This complaint involves (1) device. Flow: broken visual inspection: upon visual inspection the received nail broke along the shaft in three separate pieces, additionally the distal portion is slightly bent/deformed inward mostly likely due to the removal. The balance of the device is fair condition. The received condition does agree with the complaint description for broken and is confirmed. Dimensional inspection: dimensional analysis was not performed due to post manufacturing damage. Document/specification review no design or manufacturing defect or deficiency was observed during the investigation. DHR review: received device was manufactured at bettlach facility on 10 february 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material/hardness review: the raw material certificate 14451 was reviewed and the used material (316l stainless steel) was according to specification for implants intended for surgery. Investigation conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.